Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated as optical communication could not be established. To restore functionality, the power supply was replaced. The system then passed the system checkout and was found to be fully functional. The power supply of the navigation system was returned to the manufacturer for evaluation. Testing found that the power supply had no output on the 12v output. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: product ID: 9734191, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the electromagnetic navigation interface unit was not communicating with the navigation system. It was reported that the connection displayed with an orange line to the navigation system and that the interface unit showed an error code. There was no patient present when this issue was identified.